Event description:
Same case as MFR report #: 2134265-2009-04128. It was reported that following a coronary drug eluting stenting treatment procedure, the pt experienced in stent thrombosis. The index procedure treated two lesions. Using a right femoral approach, the first lesion treated was a 70% stenosed 30mm lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.0x30mm non bsc balloon inflated to 12 & 16 atmospheres (atms) for 30 seconds each and the placement of a 2.5x32mm taxus liberte stent deployed at 12 atms for 45 seconds and then reinflated to 10 atms for 8 seconds. Post dilation was performed with a 2.5x15mm quantum maverick balloon inflated three times (14 atms for 30 seconds, and twice at 16 atms for 20 seconds) resulting in 0% residual stenosis and timi 3 flow. The second lesion treated was a 70% stenosed 20mm lesion located in the 1st diagonal branch. Treatment placed a 2.25x24mm taxus express2 atom stent deployed at 12 atms for 16 seconds and then reinflated to 12 atm' for 10 seconds resulting in 0% residual stenosis and timi 3 flow. Three days post the index procedure, the pt returned with 100% in stent thrombosis of both target lesions. Using the right femoral approach, reintervention for the mid lad introduced two guide wires and a 2.5x20mm maverick balloon inflated six times, across a range of 6 atms for 15 seconds to 12 atms for 36 seconds. Then a thrombectomy export catheter was introduced and inflated to 10 atms for 67 seconds. The export catheter was introduced and removed multiple times. A 2.5x20mm maverick balloon was reintroduced and inflated 7 times, across a range of 2 atms for 30 seconds and 8 atms for 60 seconds and then removed. The export catheter was again introduced and removed. Then a 2.0x30mm apex balloon was introduced and inflated 7 times, across a range of 4 atms for 15 seconds and 16 atms for 40 seconds and then removed resulting in 30% residual stenosis and timi 1 flow. Treatment for the 1st diagonal introduced a 2.5x20mm maverick balloon which was inflated 6 times, across a range of 6 atms for 15 seconds and 12 atms for 36 seconds resulting in 0% residual stenosis and timi 3 flow. The pt was transferred to a holding room in stable condition.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.